Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to deliver a bolus, the customer had not entered the correction factor or target blood glucose (bg) values into the pump settings and therefore, was unable to deliver a bolus. Blood glucose was 226 mg/dl. The customer successfully adjusted the pump setting accurately.